Event description:
It was reported that the patient went to emergency room and subsequently hospitalized due high blood glucose level event on (B)(6) 2026. Due to the event the patient's blood glucose level was 700 mg/dl and remained in hospital for less than twenty-four hours and was treated with intravenous drip of insulin. The patient found positive for ketones and experienced symptoms including vomiting and tired and weakness.

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.